Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) 2018, (B)(6): excessive "no delivery" alarm , even after chaning the sets many time . No further details given. Customer: (B)(6), in warranty - purchase date (B)(6) 2016 repair and replace - RMA created; date of report: 23/06/2018 complaint taken by (B)(4).

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm.